Event description:
It was reported that a dissection occurred after the 3.5x18 xience v stent was implanted in the mildly tortuous target lesion in the right coronary artery. A 3.5x12 xience v stent was implanted to successfully seal the dissection. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.